Manufacturer narrative:
Citation: prasitlumkum n, et al. Comparison of infective endocarditis risk between balloon and self expandable valves following transcatheter aortic valve replacement: systematic review and meta analysis cardiovasc interv ther. 2021 jul;36(3):363-374. Doi: 10.1007/s12928-020-00675-1. Epub 2020 may 24. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r or evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the incidence of infective endocarditis between balloon- and self expandable valves following transcatheter aortic valve replacement (tavr). All data was collected from a meta-analysis review of ten studies published between 2013 and 2019. The overall study population included 13,478 patients (balloon-expandable = 7,189; self-expandable = 6,289) with a mean age of 80.8 years. An unspecified number of these patients underwent tavr with the medtronic corevalve or evolut (may have been the evolut r or evolut pro). No unique device identifier numbers were provided. Among all patients, the cumulative infective endocarditis mortality totaled 95 occurrences. The authors did not disclose the brand name (medtronic, boston scientific, abbott, or edwards) of the valve used to treat each of these patients; therefore, a direct correlation was not made between medtronic product and the deaths. Among all patients, adverse events included: endocarditis at any time following tavr. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.